Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after installing a new cpu, the new cpu boots up proper and able to install synergy cranial, spine and fusion app. These app work fine initially. After installing the microcal app, system boot up showing failure in sr manager - unrecoverable error. Unable to uninstall the microcal app. Unable to login to synergy cranial app. Able to login to fusion and synergy spine app. The pentero led bracket did not mount tightly to the pentero optical carrier. The bracket had a slight wobble. Additional work is scheduled for this system.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system showed cpu failure in sr manger - unrecoverable error when exiting from application to login screen. The site was unable to login to any applications when performing the microscope interface. There was no patient present when this issue was identified.

Manufacturer narrative:
D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r 9732811 9735345 9735225r 9733852 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The zeiss bracket was returned to the manufacturer for analysis. The bracket was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.